Manufacturer narrative:
Batch review performed on 10 march 2022: lot 2100262: (B)(4) items manufactured and released on 23-apr-2021. Expiration date: 2026-apr-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional device involved batch review performed on 10 march 2022: liner: mpact 01.32.3239hct flat pe hc liner ø32/c (01.32.3239hct) lot 2113118: (B)(4) items manufactured and released on 04-nov-2021. Expiration date: 2026-oct-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 3 weeks after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.